Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. It was reported that due to mesh erosion, stress urinary incontinence and pain, patient underwent excision and repair of anterior erosion on (B)(6) 2012. In addition to this procedure, patient had two additional meshes implanted.

Manufacturer narrative:
It was reported that patient underwent vaginal hysterectomy, anterior repair with mesh and cystoscopy on (B)(6) 2008 due to uterine prolapsed associated with large cystocele and menorrhagia. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to cystocele and sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, organ perforation, recurrence, dyspareunia and neuromuscular problems. No additional information was provided. It was reported that patient underwent mesh revision on (B)(6) 2012 due to vaginal cuff prolapse with pressure with enterocele, posterior rectocele and loss of perineal musculature support, sui, failed prior sling procedure, and erosion from prior anterior repair. No additional information was provided.

Manufacturer narrative:
The customer retracted their report as they had used the incorrect device number to report the issue.